Event description:
Reference manufacturer report number: 1627487-2019-06334.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-06334. It was reported the patient experienced inadequate stimulation. As a result, the patient had their system explanted.